Manufacturer narrative:
The reported events of no capture and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported during an implant procedure that the right ventricular (rv) lead had high pacing impedance and no capture. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable.